Event description:
Perkinelmer new coronavirus nucleic acid detection kit use for covid-19 under emergency use authorization (eua): we have identified an issue with the bd universal viral transport medium for viruses, chlamydiae, mycoplasmas, ureaplasmas and the perkinelmer new coronavirus nucleic acid detection kit. We were alerted to this issue when a submitter transitioned to using the bd utm and we immediately saw an increase in the number of invalid results. We have investigated thoroughly and have come to the conclusion that it's this particular media that is causing the issue. The results are repeatable following re-extraction. The 2 lots we have tested are: bd/n101148 and bd/n100701. FDA safety report ID# (B)(4).